Manufacturer narrative:
Results: the sample is not available for evaluation; therefore an investigation could not be performed. A review of the device history records and sterilization records revealed no irregularities during the manufacture and sterilization of reported lot number 3205093. Conclusions: without a sample, an absolute root cause for this incident could not be identified. (B)(4).

Event description:
Infections occurred during the use of the product. For one pt, hospitalization in another institution was required. In some cases, antibiotics were required for the pts. For other cases, with vigilance to the infections, the nurses were able to avoid worsening of the redness.